Event description:
It was reported that during a gastrectomy procedure, the clip could not be fed into the jaw properly and some clips fell out after the firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.